Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed oversensing of noise as well as high pacing thresholds and low amplitudes. A fluoroscopy during the revision of the rv lead showed that the lead was attached to the free wall of the right ventricle with little no slack. The lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information noted that no asystole was noted, and a possible micro-dislodgement was noted but not confirmed.